Event description:
It was reported in clinic that the patient received inappropriate shock from their implantable cardioverter defibrillator due to incorrect interpretation of supraventricular tachycardia. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
Correction on patient symptom.